Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced as device not returned.

Event description:
User called into emergency support program line to request and report issue during use with intra aortic balloon (iab) catheter regarding gas loss alarm. There is no blood in the helium tubing and has not attempted to resume pumping. Getinge personnel asked to press the start key and the pump resumed without further alarms during our conversation. The iab is inserted femorally. There was no harm or injury reported.